Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 12/24/2014.

Event description:
According to the reporter: the endostich is jammed, jaws will not open. Age, gender and weight not available. No patient injury or ill-effects. No medical intervention required. Nothing fell in the surgical cavity. Patient current status unknown. The device is being returned for evaluation. Were the jaws locked on tissue? No

Manufacturer narrative:
(B)(4).